Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone wall that the insulin pump had an unresponsive keypad. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to j2 lcd keypad connector unlocked. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and minor scratched display window.